Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported can't see. No additional patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that they were unable to see through the scope. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.